Event description:
It was reported that two days after the sheath was inserted in the ICU, and the pt was moved to the operating room, blood back flow was seen in the hemostasis valve of the sheath. As a result, the catheter was removed and replaced with a new one. The catheter used was an 8fr. Swan ganz catheter. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). Sample will not be returned.